Event description:
Metal flakes were noted coming from 4.0mm bur by surgeon while performing shoulder arthroscopy. Bur removed from field, joint photographed and irrigated. The bur was replaced and joint rinsed without any obvious complications.